Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted: (B)(6) 2015; 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, it was noted that the right ventricular (rv) lead exhibited high thresholds. The pace/sense portion of the lead was capped, and a previously capped pace/sense lead was uncapped and attached to the new device. No patient complications have been reported as a result of this event.